Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use were observed. Small amounts of tissue and charred blood were observed on both the jaws. A visual inspection determined that the silicone insulation was peeled at the tip away from the cold jaw support. Based on the returned condition of the device the reported failure for ¿peeled-jaws¿ was confirmed. Specific actions for the failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro inner most coating on the cutter separated and was dangling. It did not break off in the tunnel. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro inner most coating on the cutter separated and was dangling. It did not break off in the tunnel. A replacement device was used to complete the procedure. The hospital did not report any patient effects.